Event description:
It was reported that an asymptomatic non dependent pt received an alert error message for possible output circuit damage while in hospital critical care facility. The device is still able to deliver therapies. A capacitor maintenance test was successful and the rep completed clearing the alert by reloading the device code. The pt will continue to be monitored.

Manufacturer narrative:
All information provided by the manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.